Manufacturer narrative:
The investigation for automated impella controller (aic) - battery charging/other issues has been completed. No logs were found relating to the reported event. The console was tested. The reported aic charging and blown fuse issue was confirmed. The console would not charge when connected to alternating current power and the fuses were found to be completely blown. The root cause of this issue was a defective power supply unit.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that during preventative maintenance on an automated impella controller (aic) unit, the console failed to charge when connected to an alternating current outlet. It was noted that two fuses were blown, and upon replacement, the new fuses also blew out. There was no patient involvement.